Manufacturer narrative:
H3: product analysis: (B)(4): no conclusion can be drawn. Device evaluation anticipated but not yet begun. H3: product analysis: (B)(4), unknown tool: no conclusion can be drawn. No evaluation was performed, as customer discarded the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of tool broken inside the attachment and got stuck. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: for pli-20- pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. "Date of event or estimated date of incident not provided to manufacturer" for pli-10-mr8-af01-r: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. "Date of event or estimated date of incident not provided to manufacturer" continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-af01-r, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis-pli-10-mr8-af01-r:evaluation determined that the it is not possible to insert/lock the bur. The likely cause was identified as seized distal bearings. It was also noted that the leg is bent, laser markings and color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.